Event description:
It was stated that the customer was hospitalized due to the insulin pump malfunctioning. It was stated that the customer was giving herself insulin, but the unit was not delivering. The infusion set was removed, and the cannula was not bent. It was also stated that the customer did not get any no delivery alarms. Troubleshooting was performed, and no damage to the drive support cap was noted. The time and date were incorrect, and the caller did not know if the basal rates were correctly programmed. Found only low reservoir alarms in the alarm history. Reviewed the bolus history, and found that some boluses were not recorded. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The unit had a scratched lcd window and cracks on the reservoir tube and battery tube threads.